Event description:
The ge oec 9800 fluoroscopy system would lock up when cine runs were reviewed.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the system software to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.